Event description:
The customer emailed a complaint that the surgyneedle product (item 780-412) was leaking during a procedure.

Manufacturer narrative:
U.s. Surgitech received a complaint about the leakage from its customer. The suspect devices were returned for the evaluation. It appears that the plastic tube had micro cracks in it and leading to leaking issue. The micro cracks could be appeared due to thr force used to assemble the plastic tube and the needle hub. It was the first and only time we hear about this issue from any customer. The contract manufacturer is assembling the plastic tube and needle hub by using a glue so that both components of the device are assembled permanently causing no loosening or micro cracks appearance causing the leaking issue. After implementing the corrective action, the problem is resolved as no leakage issues were complaint afterwards, therefore, u.s. Surgitech inc considers this complaint closed. Note (confidential): during the FDA inspection there was an observation by the investigator that this complaint was reportable and was not reported at that time. Therefore, u.s. Surgitech inc is following the due diligence and reporting it to FDA.